Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that electrode #1 did not work with the patient interface. The device was tested with the patient simulator and the electrodes connected to #2 worked but there was no response when connected to #1. There was no patient involvement.